Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer blood glucose reading 150 mg/dl. The insulin pump had exposed to moisture. The insulin pump went blank after moisture exposure. Customer was using duracell aaa. Customer used new battery, but the display did not return. Customer states battery compartment is corroded. The insulin pump not working. Insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. The insulin pump was received with serial number label fading, case cracked behind the insulin pump near the battery compartment and cracked battery tube threads.